Event description:
A site reported that a patient received treatment for spider veins and responded with a burn on the lower part of the left leg. The site reported that the burn was an ulceration that turned black. It was also reported that the patient was taking the following medications: allegra d, levoxyl, and prempro.

Manufacturer narrative:
The product was installed at the user site (B)(6), 2010. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(6), 2012 with no conclusions made. The treatment parameters reportedly used by the operator were: 3mm spot size, 60ms pulse duration, 220j/cm2, and 15/20/0 dcd setting, which are within the parameters as recommended by candela's treatment guidelines. A candela field service engineer inspected that the unit involved in the event and reported that the unit was operating within specification. The site had also reported that the patient had a previous treatment for a larger vein, which had resulted in a burn, but the patient insisted on continuing treatments.